Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient was admitted to the hospital with altered mental status and the health care professional was trying to rule out meningitis. The patient was septic. The pump was being used to deliver fentanyl and sufentanil. Additional information was requested but was not available as of the date of this report.